Manufacturer narrative:
Correction: b the reported issue was unconfirmed. The root cause for the reported issue could not be determined. Per follow up information received via task on 16jun2025, spoke with biomed who stated the work ticket was closed out as no repair and returned to floor. There was no note on what might have been wrong with the device. They took information in case patient data was available. A DHR review is not required as the reported event is unconfirmed. A labeling/packaging review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the staff sent the arctic sun device down with note that it was not rewarming the patient. Per follow up information received via task on 16jun2025, spoke with biomed who stated the work ticket was closed out as no repair and returned to floor. There was no note on what might have been wrong with the device. They took information in case patient data was available.

Event description:
It was reported that the staff sent the arctic sun device down with note that it was not rewarming the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.